Manufacturer narrative:
Updated device problem code.

Event description:
It was reported to philips that the device fails self - test with pacer errors. The bench technician confirmed the self-test failure. The device needs a hv capacitor and a processor pca. Defective part return: the faulty returnable component , processor pca has been requested for failure analysis, but it is reportedly unavailable for such. (19jan2022). The hv capacitor and processor pca were replaced and the device returned to normal operation. The device passed all testing.

Event description:
It was reported to philips that the device fails self - test with pacer errors. The bench technician confirmed the self-test failure. The device needs a hv capacitor and a processor pca. Defective part return: the faulty returnable component , processor pca has been requested for failure analysis, but it is reportedly unavailable for such. (19jan2022) the hv capacitor and processor pca were replaced and the device returned to normal operation. The device passed all testing.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device fails the self -test with pacer errors. There was no patient involvement.